Event description:
It was reported by the affiliate that during a gastroplasty procedure, the device stapled but did not cut. Another device was used to complete the case. There was no pt consequence.